Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the touchscreen rebooted to a black screen prompting for a password. A field service engineer (fse) replaced the hard drive mounting kit and cable, addressing slow reboot times and basic input output system (bios) password issues. The fse also replaced a faulty scanner cable. Following replacement, the station boot time improved significantly and was tested thoroughly to confirm proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was restarted, the touchscreen rebooted to a black screen prompting for a password, occurring intermittently. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.